Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message after a 1 day of wearing the adc freestyle libre sensor. The customer further reported that on (B)(6) 2019, he felt his ¿glucose levels were down¿ and he had contact with a healthcare professional who diagnosed him with hypoglycemia. The customer was given fluids, orange juice and an unspecified medication for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.